Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were less responsive, buttons were harder to press and unexplained no delivery alerts. The customer blood glucose level was around unknown. Technical support solutions team will make an additional attempt to contact the customer at a later time, if customer calls back will offer troubleshooting and gather complaint details. The device will not be returned for analysis.